Manufacturer narrative:
The field service representative (fsr) inspected the module, performed several troubleshooting measures, and found fibrin on the cuvette washer assembly. The fsr resolved the issue by cleaning the part. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated results were generated for a patient sample tested on the alinity c processing module due to an issue with fibrin on the cuvette washer. The following data was provided for the patient sample. (B)(6). No impact to patient management was reported.